Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4 - the lot was manufactured from february 7-8, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the bladder, suggesting an underinfusion may have occurred. The cause of the condition could not be determined through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; approximately 30-50 ml remained in the device. This was observed during patient infusion. The device was filled with 5-fluorouracil and dextrose 5% in water. There was no patient injury or medical intervention associated with this event. No additional information is available.